Event description:
New information notes that the appointment patient had was canceled, and patient did not return for any programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the review of non-sustain oversensing episode showed intermittent loss of rv capture. Programming changes were recommended.